Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The stapler was returned without its packaging. Since the packaging was not returned, a complete visual inspection could not be performed. The packaging was not returned. A corrective action is not required at this time as complete visual inspection could not be performed on the sample. It is necessary to receive the complete physical sample to perform a proper investigation, determine root cause, and implement corrective actions. The reported complaint of " packaging damage - sterility compromised" could not be confirmed as the sample was returned without its packaging. Since the packaging was not returned, a complete visual inspection could not be performed. A device history record review was performed, and no relevant findings were identified. It is necessary to receive the complete physical sample to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "incomplete packaging - not sealed / prior to use" no patient involvement.

Manufacturer narrative:
(B)(4). Section d.4. - unique identifier (UDI)# corrected from(B)(4).

Event description:
It was reported that "incomplete packaging - not sealed / prior to use" no patient involvement.

Event description:
It was reported that "incomplete packaging - not sealed / prior to use" no patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.